Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-hospital after receiving patient notifier for rv lead noise. Review of session record found myopotential oversensing. Programming changes were recommended.